Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# npa321376n product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for spinal pain indications for use. It was reported that 'it quit working yesterday. The light on the communicator just flashes, and it won't go solid.' The patient stated that they charged it up, but it still did not work. The patient had ¿myptm¿ application open and read a code about restarting application, which was later confirmed as service code 389. The patient also confirmed 'not found' was the message they have been seeing since yesterday. The agent assisted the patient in closing out of all running applications, but the patient saw service code 389 again upon tapping 'switch communicator.' The agent reviewed general use and assisted patient in restarting the handset, resetting communicator, restarting ¿myptm¿ application, and toggling off/back on bluetooth and location. The patient was able to successfully connect to their pump and request/receive a bolus. While on the call, the patient mentioned that it took some time to get the last 10% to connect and stated that has been going on for 'probably acouple days, maybe 3-4 days ago it started.' The agent reviewed clearing data and patient understood and consented. It was reported that prior to data clear, the patient's data showed 3.47mb. The agent assisted the patient in clearing data and patient connected to their pump again without issue. Troubleshooting resolved the reported issues. The patient will monitor and call back for assistance as needed. The agent updated information with prs.